Event description:
The technician reported that the bed was moving down on its own. The bed was located in the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection that the bed was going down on its own due to the left side rail communication cable malfunctioning. This was most likely due to normal wear and tear. The left side rail communication cable was replaced to resolve the issue. Based on this information, no further action is required.